Event description:
Boston scientific neurovascular was notified of a pt who suffered from parkinson's disease was coiled in 12/2003 for "grant periohtelric" aneurysm. The pt was coiled using 16 microvention inc. Hydrocoils and approximately 11 matrix coils. The pt came back in 06/2004 for an angiogram. They were subsequently retreated with 3 additional matrix coils. In 07/2004, the pt complained that pt was not feeling well. An MRI indicated that pt had hydrocephalus. The pt was hospitalized to due a lumbar puncture.